Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The PICC was received with a non-vad injection cap on the solo connector. The tubing had been cut to length near the 20cm depth mark. No damage or defects were observed on the solo valve. A functional test revealed that the catheter was patent to infusion and aspiration. No leaks were observed in any part of the catheter. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that there was backflow directly after placing the catheter. It is unknown if the blood reflux occurred due to complications with the placement procedure. It is unknown if the valve remained open after removing the stylet and would have relaxed to a closed position with time. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redp4218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter directly after placing it there was backflow that did not stop. Insertion nurse flushed with 150 ml saline and there was still backflow. She then changed the catheter to a new one and that one worked. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4218 showed no other similar product complaint(s) from this lot number.

Event description:
When flushing the catheter directly after placing it there is backflow that dont stop. Insertion nurse flushed with 150 ml saline and there was still backflow. She then changed the catheter to a new one and that one worked. No other information was provided.